Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient presented to the clinic for a follow up with infection at the device pocket.

Event description:
It was reported that the patient presented to the clinic for a follow up with infection and wound dehiscence at the device pocket. The infection was not related to abbotts' devices. The pacemaker and the right ventricular lead were explanted due to infection. A new pacemaker system was implanted on the other side. The patient was stable throughout the procedure.